Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high pacing thresholds, noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. The patient didn't experience asystole. The rv lead was explanted and replaced, and this pacemaker remains in service. No additional adverse patient effects were reported.